Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call that the customer had blood glucose of 60 mg/dl and that paramedics had to be called. This was a past event that occurred sometime last year and the customer wanted to report the incident. The customer declined troubleshooting.